Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet found that the pre test calibration could not be taken due to a bent comb. The screw on the rear guard was missing, and the roller and gear had some damage. There was no ratchet returned with the device. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the roller, gear, screw, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the device to be missing a screw. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit screw missing where tape located. Upon investigation, a bent comb was identified. No additional information is available. No adverse events were reported as a result of this malfunction.